Event description:
Related manufacturer reference number: (B)(4). It was reported that patient presented to emergency room after experiencing in appropriate shock from implantable cardioverter defibrillator (ICD). Upon interrogation, it was found that the ICD failed capacitor maintenance due to long charge time. It was also noted that patient's atrial lead exhibited high threshold. Programming changes were made. The patient was stable.